Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: the display screen was found to be faded and discolored. Unrelated to the complaint, the contrast and up arrow keypad buttons were found to be intermittently responsive. The ok and down keypad buttons were found to be responsive to user input. No damage was found to the keypad. The keypad cover was removed and contamination was found under the button key contacts. Also unrelated to the complaint, the battery compartment was found to be cracked from the threads to the case seal. The pump was opened; no moisture or corrosion was found inside the pump.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.